Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 400 mg/dl. The user addressed the bg level with a manual injection. Reportedly, the luer lock connection was not screwed on straight. The user retightened the luer lock connection successfully and resumed insulin therapy.